Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that their speech was really bad, and their hand was shaking a lot. It was noted that their speech was back to the same as it was as before surgery and hands were shaking. The patient said they charged their ins to 100%, and the patient programmer (pp) was blinking the word off on the top row. When they synced with the ins it showed stim off. It was reviewed how to turn stimulation back on and it resolved the problem. It was reviewed to monitor symptoms now that the ins was back on and to let their doctor know if they did not go away. No further complications were reported or anticipated with this event.